Event description:
It was reported that on (B)(6) 2024, the dbs patient underwent a revision procedure to replace the implantable neurostimulator (ins) with a different manufacturer's device, but it was found that the existing devices were not compatible with the new device that was to be implanted. The patient was under anesthesia. The physician did not have the devices necessary to allow compatibility. The physician opted to delay the case and bring the patient out of the operating room without an incision having been made.

Manufacturer narrative:
User facility report mw5158122. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.